Event description:
A malfunction alarm with a pump was reported, with no notable events occurring prior to the issue.there was no reported adverse impact to the customer's blood glucose level. Technical support confirmed the pump was within warranty and informed the customer of the need for a replacement. The customer¿s address was confirmed, and instructions were provided for returning the faulty pump using a pre-paid label within a specified time frame. The customer did not share details on the backup therapy to be used while awaiting the replacement pump.